Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited the emergency room at the end of 2014 and early 2015 due to low blood glucose levels. Customer's blood glucose level was not reported. The customer declined to be transferred to the helpline. The device was not returned.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted during testing. The device functioned properly. The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The device passed the delivery accuracy test.